Event description:
It was reported that there were instances of oversensing and noise detection on the patients right ventricular (rv) lead while the patient is doing calisthenics/exercise. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead; implant: (B)(6) 2008. (B)(4).